Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device triggered elective replacement indicator earlier then desired and possible premature battery depletion is suspected. Also noted was the lead had unsuccessful placement during the implant attempt. The device was explanted and replaced and the lead was not used. There were no reported patient complications as a result of this event. It was reported that the device triggered elective replacement indicator earlier then desired and possible premature battery depletion is suspected. Also noted was the lead had unsuccessful placement during the implant attempt due to patient anatomy. The device was explanted and replaced and the lead was not used. There were no reported patient complications as a result of this event.